Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches and cracked keypad overlay at select button. Unable to perform the displacement test and self test or verify audio or vibrate anomaly due to unresponsive buttons.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons pressed may be delayed or fail to respond if pressing too rapidly on buttons and the buttons was unresponsive. Customer¿s blood glucose level was 8 mmol/l. Customer also reported that the insulin pump had beep anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will not be returned for analysis.